Manufacturer narrative:
Device not returned to manufacturer.

Manufacturer narrative:
(B)(4). Upon visual inspection, bone residues and some damage was observed on the external surface of the implant. No other anomalies were identified. The device history record was reviewed and no non-conformity related to this issue was found. All processes were executed according to the parameters established on the current procedures and all inspections were inside specification limits. There was no indication of a manufacturing deviation that would contribute to this event. A definitive root cause has not been determined.

Event description:
The doctor indicates that the patient feels he/she is having an allergic reaction to the implants that were placed. The doctor has removed the implants. There is no future plans to replace the implants.